Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2019. Device evaluation summary: according to the information received, gel bleed and capsular contracture were reported. During evaluation of the device a crease was observed on the posterior view. Leak testing revealed a tear measuring approximately less than 0.1 cm within the crease. No other anomalies were observed. Gel bleed is defined as the pass of molecules of the liquid components of silicone gel through an implant shell. The complaint for gel bleed could not be confirmed since the integrity of the shell was compromised due rupture. A crease/fold rupture may be the result of the continuous and sustained stresses to the device caused by the capsular contracture postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Concomitant products: 375cc mentor memorygel breast implant, catalog #3503754bc, serial number #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with a 350cc mentor memorygel breast implant experienced left sided baker¿s grade iii capsular contracture post procedure. The patient received the diagnosis of capsular contracture from a physician. As a result, device was replaced with another 350cc mentor memorygel breast implant. When the device was explanted, the explanting physician noted that the implant was founded to be intact, and there was evidence of gel bleed.